Event description:
The pt reported that 4 weeks ago she experienced elevated blood glucose of 300 mg/dl during the night and she bolused 6 units of insulin. At 3:30 pm her blood glucose measured 34 mg/dl and she fell down and hit her head on the door. Her husband called an ambulance and the pt was taken to the hosp. She was treated with glucagon and her blood glucose elevated to 104 mg/dl. She stated she often changes the settings of the infusion device. She believes the reason for elevated blood glucose is menopause. The pt declined to provide further info. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.